Manufacturer narrative:
Report date: 1feb2019. Date rec'd by MFR: 29jan2019. Correction to patient code. The device was in use at the time of the event; however, there was no patient harm. The customer reported that they will complete repairs by replacing the touchscreen. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit's touchscreen was inaccurate. The device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.